Event description:
According to the reporter: the chief director of chest surgery department used a ceea25 single use stapler to operate an esophago-gastro-anastomosis for radical operation of carcinoma of gastric cardia. The surgery finished smoothly. After the surgery, the blood pressure of the patient was detected to be decreasing. After fluid infusion and blood transfusion, the result was not as good as expected to be. At 01:25 am of july 23rd, the surgeon re-opened the chest to probe. The surgeon found that there was no hematocele in the thoracic cavity and abdominal cavity. The surgeon found that the stomach expanded, so he cut a small incision into the stomach and found some blood clots. The surgeon cleaned the blood clots and provided blood transfusion. After that, the blood pressure still cannot be kept to the normal pressure. On july 23rd at 08:00 am, under emergency endoscopic observation, the surgeon found the anastomosis stoma was covered by some blood clots. And in the gastro cavity, there were some blood clots remaining. The surgeon removed the blood clots and found on the left of the anastomosis stoma, there was some tuberculiform tissue, and adhered some blood clots, and active hemorrhage. The surgeon used apc to cauterize the wound and injected 0.01% adrenalin under the mucosal. On august 18, the wound healed and the surgeon, expected that the patient will be leaving the hospital healthily in a week. According to the surgeon, there were no discrepancies noted upon use of the surgical stapler. There was no device malfunction to report. The reported device did not cause damage to pt tissue. Upon examination of the anastomosis, the staple line appeared complete. Through endoscopic examination, there was bleeding noted from the anastomosis. Approx 3000cc's of add'l blood loss occurred.

Manufacturer narrative:
(B)(4). Product not distributed in the united states.